Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had dimensional, inflation or deflation issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed, using a syringe 25cc of air was applied to the cuff, and it was observed the cuff could not be inflated. A visual inspection was performed and it was observed the tube does present the notches under the cuff but are miss positioned, thus, the cuff does not inflate. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the: miss position of notches under the cuff, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.